Event description:
The clinician reports the implant was inserted 2023-(B)(6) in ada 20. Details of surgery: implant surface not completely covered with bone. On 2023(B)(6), non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, increased sensitivity and inflammation. No further patient complications were reported.